Manufacturer narrative:
Further information was requested but was not available at this time.

Event description:
It was reported that noise was observed on the implantable cardioverter defibrillator (ICD).

Manufacturer narrative:
Correction: section e - facility information corrected, physician name unknown.

Event description:
New information received notes the issue was observed via remote monitoring. The patient was asymptomatic. The noise resulted in oversensing. No changes were made. The patient was stable.